Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: the patient presented with the following pre-op diagnosis: l3-l4, l4-l5 and l5-s1 lumbar spinal stenosis, lumbar spondylolisthesis and lumbar radiculopathy. The patient underwent the following procedures: l3 to s1 laminoplasty-style laminectomies; l4-l5 and l5-s1 transforaminal lumbar interbody fusions with prosthetic interbody vertebral devices; posterior instrumentation, l4 to s1 and posterior fusion, l4 to s1. As per operative notes, ¿a globus interbody implant, 11 mm in height x 12 mm in width x 30 mm in length, was filled with rhbmp-2/acs. Additional rhbmp-2/acs wrapped around local bone was placed in the anterior aspect of the disc space and the interbody implant was placed in the central portion of the disc. A laminoplasty-style laminectomy was then performed at l4-l5 and at l3-l4 and an interbody fusion was performed at l4-l5 as was performed at l5-s1.¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.